Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the reported event could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number mlp- (B)(6) until 14feb2024 when the patient ultimately expired. The device was not explanted for evaluation. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of this document, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed right ventricular failure and medical therapy was optimized.

Manufacturer narrative:
B3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.